Event description:
It was reported by service report that the zoom jerks with movement and looses power. The plastic cover is broken exposing sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusion: the reported broken cover was confirmed; however the reported jerky zoom function and power failure could not be duplicated during device analysis.